Event description:
During in-clinic follow-up, the patient experienced palpitations when there was a break in rf telemetry while the device was being interrogated. Rf telemetry was able to re-established. The patient was stable and there were no adverse consequences. Additional information was requested but was not available.

Event description:
During in-clinic follow-up, the patient experienced palpitations when there was a break in rf telemetry while the device was being interrogated. Rf telemetry was able to re-established. It was reported that the event also occurred while using inductive telemetry. No intervention was performed. The patient was stable and there were no adverse consequences.